Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and initial reporter are unknown.

Event description:
It was reported that a pump was alarming remove and reattach cassette. Alarm silenced and tubing clamped. Attempted to remove cassette but it is locked in place. Battery cover opened and closed. Pump turned back on and settings reviewed, tubing unclamped and pump restarted. The display now reads running. There was no patient injury reported.